Event description:
Hcp reported numbness sensation of patient toes beginning immediately after surgry. No symptoms of claudication or psuedoclaudication. Sensation is constant and uncomfortable. Patient feet are non-tender and toes show no evidence bilaterally of allodynia, dysesthesia or hyperpathia. No evidence of color or temperature change to either feet or toes. Pusles are 2+ and bilatrally symmetric. Full range of motion in extension and flexion of toes, as well as dorsal and plantar flexion of feet bilaterally. Patient was reprogrammed. No report of device explantation.